Manufacturer narrative:
Additional device product codes: hsb. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent a surgery for the left humerus diaphyseal lateral fracture with the mhn long nail and the locking screw. The surgeon inserted the locking screw through the hole with the compression device. The surgeon recognized the screw was bent in the x-rays image when the compression device made one rotation from the point of 0mm, so that the surgeon canceled to insert it. It was confirmed that the locking screw in question was bent after removal of the locking screw. In the surgeon¿s opinion, when compression was applied, there was no gap between the bone fragments, so the screw may have been overloaded. There was no surgical delay. The procedure was completed successfully. The patient was reported as stable. This report involves one (1) 4.0mm ti locking screw w/t25 stardrive 30mm f/im nails-ster. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4 d10: date of concomitant therapy is (B)(6), 2022. H6: part: 04.005.420s lot: 4l46172 release to warehouse date: april 23, 2019 expiration date: april 01, 2029 supplier: früh verpackungstechnik ag non-sterile part: 04.005.420 lot: 3l95825 release to warehouse date: march 14, 2019 manufacturer: mezzovico a manufacturing record evaluation was performed for the non-sterile device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. E3